Manufacturer narrative:
Isi received the replaced proximal and distal set up joint (suj)s and universal surgical manipulator (usm) for failure analysis. The replaced proximal and distal sujs were analyzed, tested and passed all tests. Components on the sujs were proactively replaced. The replaced usm was tested and results triggered no errors. A visual inspection was performed and no signs of fluid intrusion or damage were found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the inner distal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. As of the date of this report, the product has not yet been received. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted radical w/o lymphadenectomy prostatectomy surgical procedure, the customer called the technical support during an ongoing procedure to report that from time to time a recoverable fault 32097 occurs. Affected is arm 2. The user is going to finish the procedure under these circumstances. The procedure was completing as planned with no reported injury.